Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 6/20/2025: during the revision surgery on (B)(6) 2025, an ar-9501-11s univers revers apex humeral stem, an ar-9502f-36cpc arthrex univers revers suture cup, an ar-9503-3639-3 univers revers modular glenoid system combo humeral insert, two ar-9563-16 univers revers modular glenoid system peripheral locking screw, an ar-9563-24 univers revers modular glenoid system peripheral locking screw, an ar-9563-32 univers revers modular glenoid system peripheral locking screw, an ar-9564-2439-lat arthrex univers revers modular glenoid system glenosphere, an ar-9580-2410-2s univers revers modular glenoid system augmented baseplate, and an ar-9582-25 modular post for augmented mgs baseplate were explanted.

Event description:
On 05/28/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry had experienced a deep infection. On (B)(6) 2025, the patient presented with increased swelling and aching in the operative shoulder, with symptoms reported to have begun about three to four weeks prior to the clinic visit on (B)(6) 2025. The patient was referred for synovasure testing on (B)(6) 2025, and a visit on (B)(6) 2025 confirmed the infection. A revision was subsequently performed on (B)(6) 2025. The event was indicated as unrelated to the univers revers apex implanted on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0189-EU-01-eo g. Contraindications - 4. Any active infection or blood supply limitations. K warning -22. An infection in an artificial joint may lead to implant removal. The most likely cause for the reported failure can be attributed to a patient-specific event due to a deep infection, resulting in a revision/second surgery.